Event description:
It was reported that during the implant attempt, the lead was over sensing when touching the lead and would inhibit pacing. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and blood in the distal conductor most likely entered through the is-1 pin. No inner-insulation breach was observed. Electrical intermittency between is-1 pin and cap. It was also noted that the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.